Event description:
It was reported that during a knee replacement procedure, two pieces broke off from the proximal end of the blade. It was further reported that these broken pieces were located and removed from the pt. It was reported that the procedure was completed successfully with a replacement blade.

Manufacturer narrative:
Device not returned for manufacturer as yet. The work order documentation was reviewed and all specifications were met for all released blades.